Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent break was unable to be confirmed; however, there were noted mangled stent struts. The reported difficulty to remove was unable to be confirmed due to the condition of the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed, heavily tortuous, mildly calcified de novo lesion in the mid right coronary artery. Following pre-dilatation a 3.5x28mm xience alpine stent delivery system (sds) failed to cross the heavily tortuous vessel. Force was applied; however, it was still unsuccessful. It was decided to remove the sds and pre-dilate the lesion; however, resistance was felt when removing the sds into the guiding catheter. After removal of the sds it was noticed that a short wire was sticking out from the proximal edge of the un-deployed stent, most likely a broken stent strut. The lesion was pre-dilated with a 2.75mm non-abbott balloon and two shorter unknown stents of size 3.5x15mm and 3.5x18mm were successfully used to complete the procedure with excellent results. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided. Returned goods analysis revealed that the stent was not broken; however, the distal shaft was separated.